Event description:
The customer reported via phone call that their was condensation under the insulin pump's screen. Customer's blood glucose was 402 mg/dl. The customer treated their blood glucose with a manual injection. The customer stated they were unable to read the insulin pump's screen due to the condensation. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.